Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse performed general system maintenance and cleaned the lumonometer, replaced the wash manifold and wash guides and refitted the dilutor tubes. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A false positive advia centaur cp troponin ultra result was obtained by the customer on a patient sample that was run in duplicate and compared to repeat troponin test results. Patient treatment was not prescribed or altered. There was no known report of adverse health consequences due to the discordant troponin ultra result.